Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was returned for evaluation. Device analysis revealed a sheath looks bent in the section where the hole is located. Fluid was leaking inside the telescope when the catheter was flushed. Telescope damaged was found. Impedance testing shows an electrical open at proximal wave form. During image characterization testing, no image appeared in the system due to electrical open at proximal. The telescope assembly was able to properly pull back and advance. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2015. It was reported that poor image occurred. Prior to placement of inferior vena cava filter, an atlantis pv imaging catheter was selected to visualize the target lesion. The physician prepped the atlantis pv imaging catheter then inserted into the patient's body however, image became lighter. It was further noted that the saline solution flushed away from the proximal hole of the flushing system. The physician resolved the problem by blocking the hole and maintaining the saline solution in the catheter. No patient complications were reported and the patient's status is stable. However, returned device analysis revealed an open hole at the sheath section.